Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer (be) indicated that there was a note which stated "intra op failure" on the external pulse generator (epg) and inquired if it was an error code within the epg. Technical services (ts) provided assistance in resolving the issue by informing the be that it was not a message provided by the epg. Ts walked the be through the self-test and advised the be follow up with the person who made the note. Additional information received through follow up indicated that the device had been given to the be with a description of "turning itself off." The status of the epg is unknown. No additional information was given or obtained regarding patient involvement. No patient complications have been reported as a result of this event.